Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked. Reportedly, the customer does not know the location of the leak. Customer's blood glucose (bg) level was 600 mg/dl. The customer lowered bg level by changing the cartridge and administering a bolus.